Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was found to be in backup operation. No further information was reported.

Event description:
New information indicated that the patient had an MRI procedure, and the device was not programmed to an MRI setting. The device was then found to be in backup mode. The device was restored and reprogrammed. The patient was asymptomatic.